Event description:
Customer reported receiving no delivery alarms on the insulin pump despite doing a complete set change. Customer stated that the alarm was resolved after doing multiple set changes. Customer also mentioned receiving a motor error alarm on the insulin pump previously during priming. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 198 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked lcd window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.